Manufacturer narrative:
The din rail for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the board had electrically overstressed components.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. A din rail and inrush suppressor were replaced. System checkout was performed after replacing the parts. System passed all tests and is functioning normally. The suspect parts have not been by manufacturer for evaluation.

Event description:
A medtronic representative reported that the mobile view station (mvs) of the imaging system will not power on. There was no patient present at the time of the issue.